Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. There was no reported adverse impact to the customer¿s blood glucose level. Troubleshooting could not be performed as customer already changed out supplies and resumed insulin.